Manufacturer narrative:
G4:09mar2021. B4:10mar2021. H11:b5: it was reported to philips that the device's battery was not charging. H10: philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The se the replaced battery to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/05/2021.

Event description:
It was reported to philips that the device had a battery failed and machine pressure sensor error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.